Event description:
I incurred a chemical burn on my eye from this product. I didn't realize what had really happened until the next day when I had to go to the hospital after looking at my eye. I did not follow the instructions for the product because I believed it to be multipurpose solution for contacts. I have used multipurpose for probably 20 years. I got the bottle for a trip and threw away the packaging and inserts. The bottle has a red tip and, now I see afterwards, a red band with a warning in small letters. I am burning contact solution, so I have a sight problem. Even in my glasses and contacts, I'm middle aged and would only see that with effort. The red tip I just thought was packaging because it had a special ingredient in it. I see the reference to the peroxide, but event being educated, I just thought it was something that they added to help the solution. I am trying to explain the logic. The company just wanted to talk about my fault and their warnings when I contacted them in the hopes of adding my voice to the pile of people online asking them to change their packaging. If you don't notice the details, you think it's the same thing you've used forever that occupies that same kind and color of bottle. It was an all red bottle, I would have stopped to read the label. I have a chemical burn on my eye from using this product to directly rinse my contact for putting into my eye. I've been wearing contacts since 1980, so I was able to get the contact out quick. It really saved my eye a lot. Forty-eight hours later and I am still in pain and I have some vision problems, but no damage to membrane. Injury, emergency department treatment received. Retailer: (B)(6). Purchase date: (B)(6) 2015. Explanation: I haven't thrown it away and I contacted bausch and lomb to report the incident. (B)(4).